Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She reported being a nurse and that she manually removed the pieces but was unsure if one still remained inside so she planned to contact her doctor. At the time she made the report she had not experienced any adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s potential medical treatment received and outcome, however, no further information has been received.